Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the surgeon wanted to change the direction of the plate (rotation to locking) during a valgistation osteotomy of the right knee but it was impossible to unlock the screw. The screw extractor broke during the attempted loosening. The screw had to be cut to remove the material. Osteotomy began with the saw and finished with the power tool. The plate had to be changed as well due to not being able to unlock the screw. No piece was left in the patient. The patient was given an extra dose of antibiotic. There was a surgical delay of more than thirty minutes. This is report 1 of 5 for (B)(4).

Manufacturer narrative:
Additional narrative:device was not implanted/explanted.the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the measurable relevant dimensions of the plate cannot be verified anymore as the screw head is completely stuck in the plate. Therefore this complaint is indeterminate from a manufacturing standpoint. The manufacturing papers of all devices were reviewed and they showed no deviations regarding, dimensions, material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard iso 5832-11 (plate and locking screw) and 1.4112 (extraction screw). The plate in question was manufactured in november 2012 with a lot size of (B)(4) pieces. The locking screw was manufactured in january 2014 with a lot size of (B)(4) pieces. The extraction screw was manufactured in december 2012 with a lot size of (B)(4) pieces. As review of the manufacturing documents did show no deviation we exclude a manufacturing fault. Based on the complaint description it is likely that any occurrence during the insertion, like a hit, caused the blocking of the locking screw head in the plate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.